Event description:
The customer reported that while reviewing the device error log, they noticed an entry for error 8000 logged in (B)(6) 2009.

Manufacturer narrative:
(B)(4): the customer reported that while reviewing the device error log, they noticed an entry for error 8000 logged in (B)(6) of 2009. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.